Event description:
A malfunction was reported on the pump, identified by the caller, with no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so, resolving the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose again, which the caller acknowledged and understood.